Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned. Dissection is listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event.

Event description:
It was reported that during a procedure to treat a de novo lesion in the distal left circumflex artery with mild tortuosity, moderate calcification and 99% stenosis, pre-dilatation was performed with an unspecified 2.0x15 mm balloon dilatation catheter. A 2.5x23 mm xience v rx stent delivery system (sds) was advanced and the stent was deployed; however, a proximal edge dissection occurred. Another xience stent was implanted to cover the dissection. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.